Manufacturer narrative:
Correction: section b5 - the correct describe event or problem should have been: "it was reported that the patient presented to emergency room experiencing syncope. It was noted that the right ventricular (rv) lead exhibited loss of capture at maximum output and the low pacing impedance out of range. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition." Rather than "it was reported that the patient presented to emergency room experiencing syncope. It was noted that the right ventricular (rv) lead exhibited loss of capture at maximum output and the low pacing impedance out of range. The rv lead was explanted and replaced. The patient was in stable condition."

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to emergency room experiencing syncope. It was noted that the right ventricular (rv) lead exhibited loss of capture at maximum output and the low pacing impedance out of range. The rv lead was explanted and replaced. The patient was in stable condition.